Event description:
It was reported that the patient presented in clinic with a complaint that the pulse generator was buzzing in her chest. The healthcare provider also observed the buzzing sound upon interrogation. No alerts were noted on the device summary report that could explain the sound. The generator was explanted. Further information was requested but not received.

Manufacturer narrative:
The device was not returned for analysis. A software evaluation was performed, and found that based on the information provided, the cause of the reported incident could not be determined from a software perspective. There was no indication of patient notification delivery. Additionally, the device model does not support patient notifiers. The reported event of buzzing was not confirmed.